Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective stirrer motor. The motor and the distribution board were replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes associated to the stirrer motor on the patient side during routine disinfection. There was no patient involvement.

Manufacturer narrative:
H.10: the unit is installed since 2019 and a review of the complaint database did not reveal further reported issue related to this heater cooler. The root cause of the reported event was traced back to a defective stirrer motor on the patient side.

Event description:
See initial report